Event description:
The client said that the chair moved forward with out a command, it then hit a wall and broke his leg.

Manufacturer narrative:
After inspection of the chair, and speaking with the user, it is probable that his sweater caught the joystick, and caused the chair to move forward. The chair then ran into a counter, where the client's leg was injured, it also caused damage to the leg rest actuator. Permobil found nothing wrong with the joystick or any related wiring. This is a case of misuse by the end user. The chair functioned as designed. The DHR was reviewed and it met all specifications before distribution.